Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. Investigation conclusion: based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic (B)(4) (erroneous potassium) was appropriate. Root cause description: based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic (B)(4) (erroneous potassium) was appropriate. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had erroneous results.

Manufacturer narrative:
Updated investigation information became available. Bd had not received samples from the customer facility for investigation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. This complaint investigation was handled under the premise of a previously investigated issue specific for erroneous potassium, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. This complaint investigation was handled under the premise of a previously investigated issue specific for erroneous potassium, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.